Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, stress urinary incontinence and uterine fibroids. Concurrent conditions included fibroids and cyst. Concomitant products included nsaids since (B)(6)2008, paracetamol (acetaminophen) since (B)(6)2008 and sulfamethoxazole;trimethoprim (mortin) since (B)(6)2008. In (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date - (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6)2009: essure device was successfully occluded. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events abdominal pain and general abnormal bleeding added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, stress urinary incontinence and uterine fibroids. Concurrent conditions included fibroids and cyst. Concomitant products included nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sulfamethoxazole;trimethoprim (mortin) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy (full), salpingectomy (bilateral).). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2009. On (B)(6) 2009 (discrepancy noted). She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff info form received. Added event post procedural complication. Event genital haemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, stress urinary incontinence and uterine fibroids. Concurrent conditions included fibroids and cyst. Concomitant products included nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and sulfamethoxazole;trimethoprim (motrin) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs and mr received- new events ¿¿abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia, psychological or psychiatric problems condition: depression and mental anguish¿, new reporters, lab data and concomitant drugs, medical history were added. Outcome of event ¿pelvic pain¿ updated to ¿recovering/resolving¿ and event ¿abnormal bleeding¿ updated to ¿recovered/resolved¿ incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.